Event description:
Site where groshong catheter was pulled has slow/delayed healing. Eventually had drainage. Patient was treated for infection. While cleaning infection site father reports a small roll of "gauze" came out of infection site. Additional information provided by the complainant: the catheter had been removed because the patient no longer required it for antibiotics, the physician that removed it felt that all the line had been removed successfully.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complainant file(s) from this lot.